Event description:
It was observed that during the device evaluation, the subject device exhibited that image couldn't be recognized, and low voltage switching device (lvds) board was defective. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image couldn't be recognized due to defect of the low voltage switching device (lvds) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.